Event description:
It was reported that the c-arm switch was stuck and after completing an exam the c-arm rotated on its own. No injuries reported. Field engineer was dispatched to site and after investigation c-arm switches were replaced. After this system was left working as intended.